Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-07338. It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior tibial artery. A 2.5x220 coyote balloon catheter was advanced for dilatation; however, the balloon ruptured. The device was completely removed from the patient's body and dilatation was performed with a 2.0mm nc coyote balloon catheter. Subsequently, a 3.0mmx30mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced for further dilatation. However, during the third inflation at 16 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.